Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in stating she has been having high blood glucose. Her blood glucose was 428 mg/dl. Troubleshooting was performed on insulin pump and found insulin pump was working properly. No further information provided.